Event description:
It was reported that bd plastipak¿ 20 ml syringe leaked during injection. The following information was provided by the initial reporter: when preparing an infusion, the syringe shows a defect at the plunger which lead to a leakage during the injection.

Manufacturer narrative:
H.6. Investigation summary: one unused sample was provided to our quality team for investigation. The product was visually inspected and the stopper was observed to be improperly assembled, distorted against the barrel wall. As a result of this defect, a leakage can occur as the seal is not the proper tightness to prevent liquid from passing behind the stopper. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. A device history review was performed for the reported lot 1911247, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 20 ml syringe leaked during injection. The following information was provided by the initial reporter: when preparing an infusion, the syringe shows a defect at the plunger which lead to a leakage during the injection.